Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD). Post implant procedure everything looked great position wise, with successful defibrillation threshold (dft) test and good sensing. A post operative x ray confirmed this electrode had migrated with an s curvature. It was suspected to be in this patients breast tissue. A revision procedure was performed the same day successfully. This electrode remains in service. No additional adverse patient effects were reported.